Event description:
It was reported that the pt was suddenly no longer able to hear sound. Testing carried out by the distributor on june 08, 2006, confirmed that the device had malfunctioned. However the report was not sent through to the med-el office until 08/11/06. No testing was carried out by med-el before the revision surgery, which took place in 2006. No accidental or head impact has been reported.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be sbumitted as a follow up report.